Manufacturer narrative:
Date of report: 16aug2018. (B)(4) added UDI#. Updated contact information date received by manufacturer: 21jun2018. During further investigation (fi), a visual inspection of the user interface assembly revealed evidence of rear bezel cracks and end cap cracks. The user interface assembly was installed in an fi test ventilator. The test ventilator was powered up from ac and delivered breaths. The ac led indicator activated. The touchscreen responded to touch command and the touchscreen calibration passed. The ventilator operated for one (1) hour without failures. Post was executed 25 times without generating any failures. The user interface assembly was tested and no failures were identified.

Event description:
The customer reported that the touchscreen was not working. There was no patient involvement.